Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed since the sample was not returned for evaluation. The likely cause of the issue could be the presence of scar tissue creating resistance. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: lead cardiovascular tech. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the involved angio-seal was attempted to be used during a carotid stent. The surgeon used a destination slender sheath in the groin for a carotid stent. The physician understood that the destination slender sheath was designed for radial access but decided to use it. The sheath did great and the procedure went very well. At the end of the case, the physician attempted to advance the 6f angio-seal modified sheath and vessel locator into the patient's artery, but the sheath would not advance past the arteriotomy. It was believed that the destination slender sheath od (outer diameter) was too small for the angio-seal sheath outer diameter. The physician attempted to advance it several times, however the sheath continued to buckle at the entry site. Eventually the physician decided to close with a mynx 6f device. The staff discarded the angio-seal sheath and vessel locator after the case. The patient was in good condition. The outcome of the procedure was good. There was no patient injury, medical/surgical intervention required. Additional information was received on 09may2021: a destination slender 95cm length sheath was used during the procedure. A pre-deployment angiogram was performed, and artery size looked good, location of puncture as well.